Event description:
Boston scientific received information that the patient experienced syncope while at church. Review of the remote home monitoring system data did not reveal any stored episodes at the time of the syncope. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.